Event description:
It was reported that the patient presented to the hospital with infection on the device implant site. According to the physician, the infection developed due to the implantable cardioverter defibrillator (ICD) implant procedure on (b)(6) 2026. The ICD system was explanted and the patient was in stable condition.

Manufacturer narrative:
A Device History Record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving Abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.